Event description:
Per the audiologist, the pt reported decreased performance, pain and intermittencies when using the cochlear implant system. Results of an integrity test done 2008 showed normal receiver/stimulator function with anomalies on multiple electrodes. It was recommended the anomalous electrodes be deactivated from the pt's sound processor programs. The pt's device was explanted in 2008. The pt was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report was filed on sept 16, 2008.